Manufacturer narrative:
H.6. Investigation: one photo and one sample without packaging was received by our quality team for evaluation. From the photo, black fiber foreign matter was observed on the stopper. Visual inspection of the sample found a black loose fiber-like foreign matter inside of the syringe barrel. The foreign matter was subjected to the fourier transform infrared spectroscopy test (ftir). The results of this testing showed that the spectrum of the foreign matter matched reasonably with that of protein. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matter is likely hair inside the syringe and occurred before the plunger assembled process. Hence, it is suspected that the hair may have dropped when handling the machine during stoppages and stopper loading. The probable root cause of the loose foreign matter could be from the manufacturing enviornment. It is likely due to the hairnet not securing associates with long hair.

Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: foreign matter.